Manufacturer narrative:
A review of customer provided image was performed by a regulatory post market surveillance rpms) analyst. Following information was provided : the image showed that a teflon pad was cracked but not detached. Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was analyzed and it was found to have no damage on the teflon pad. Additional observation(s) : the instrument was found to have a broken blade at the base. A piece measuring approximately 0.084" x 0.425" was found to be broken off and was not returned. The broken blade on the instrument would not allow it to be tested on an in-house system. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad on harmonic ace instrument was observed to be cracked but was not completely detached. There were no intraoperative collisions and no part(s) from the cracked pad fell into the patient. The instrument was replaced and procedure was completed with no reported injury.